Event description:
It was reported that a shocking or jolting sensation occurred the first time the implantable neurostimulator (ins) was turned on. The patient was unable to control the patient's programmer and admitted herself to the emergency room on (B)(6), 2011. Later, it was reported that the patient adamantly refused to have the device turned on again and had the device explanted. The patient outcome was unknown

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Silicone anchor accessory model unknown lot# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2011; silicone anchor accessory model unknown lot# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2011; lead model 3778-60 lot# v818622029 implanted: (B)(6) 2011 explanted: (B)(6) 2011; lead model 3778-60 lot# v823847009 implanted: (B)(6) 2011 explanted: (B)(6) 2011; anchor model 3550-39 lot# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2011; anchor model 3550-39 lot# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2011. Analysis of neurostimulator model 37712 (B)(4) showed no anomalies. Analysis of lead model 3778 lot # v818622029 showed no anomalies. Analysis of lead model 3778 lot # v823847009 showed no anomalies. Analysis of anchor model 3550-39 lot # unknown showed the silicone portion appeared to be torn by a suture at the end of the titanium insert. Analysis of anchor model 3550-39 lot #unknown showed no anomalies. Analysis of both returned silicone anchor accessories lot #s unknown showed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information showed that the patient recovered without sequela after the explant. The device was interrogated by a manufacturer representative before explant and the device appeared to be working properly; no high impedances were noted.